Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access primary set experienced backflow during patient infusion. The reporter stated that the set was connected to a primary bag and the patient, and six hours later, the nurse noticed lipids were backing up into the "drips", past the check valve. The set was then replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.